Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01453. This report is being submitted as additional information. The patient weight was not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 34 days. A direct correlation between hm3 lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Not returned.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was readmitted on (B)(6) 2018 for gastrointestinal (gi) bleeding and acute blood loss anemia. The patient had melena and bloody stools at home. Upon admission, the patient had a hemoglobin of 6.1 g/dl. The patient received total of 2 units of packed red blood cells (prbcs) with appropriate increase in hemoglobin and hematocrit (h/h). The patient underwent esophagogastroduodenoscopy (egd)/colonoscopy on (B)(6) 2018. The results revealed ascending colon ulcers which were ischemic in appearance with no active bleeding visualized. Biopsies revealed ischemic colitis. Aspirin was held for 5 days then resumed at lower dose of 81mg daily. Warfarin was held then resumed on (B)(6) 2018. The patient continued home proton pump inhibitor (ppi) dosing. The patient was discharged on (B)(6) 2018. No additional information was provided.